Manufacturer narrative:
H4: the lot was manufactured from november 23, 2022, to november 28, 2022. H10: the device was received for evaluation. A visual inspection performed using the naked eye noted fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. The cap thread was not exposed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the blue cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored the next day and there were no signs of leak were observed. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as ¿seems to lose the liquid through the part of the white cap where the infuser is screwed." The issue occurred during setup/preparation. There was no patient involvement. No additional information is available.